Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, air bubbles were observed in the infusion set tubing. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 149 mg/dl.